Event description:
It was reported that a physician in-training in the use of the proglide device attempted arteriotomy closure of a scarred left common femoral artery after an interventional procedure. Reportedly, the device could only be partially inserted into the vessel. Minimal blood flow was seen from the marker lumen. An non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation found that the device was returned with all components in pre-deployed position except the link was slack, suggesting that the foot might have been deployed. There was dried blood observed on the device and in the sheath, indicating the device was introduced into the patients anatomy. The sheath was intact with hydrophilic coating present throughout sheath surface. The luminal marking test was successfully performed prior to decontamination. After removing the dried blood at approximately 1 inch from the distal end of the sheath, guidewire insertion was successful. There were no abnormal observations or damages that could contribute to the reported experience. During testing, needle deployment and suture retrieval were successful as designed. Based on the investigation findings, the device was partially deployed as reported and a cause related to the device could not be determined. The reported experience could not be confirmed. Challenging anatomical conditions such as scarred tissue could contribute to the reported difficulty inserting the device into the anatomy; however, this could not be confirmed. A query of the complaint database for this lot revealed no other incidents with this reported difficulty. Overall, there does not appear to be any indication of a lot specific product quality deficiency. A review of the lot history records did not reveal any nonconforming material records for this lot that could have contributed to this reported event.